Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.

Event description:
Device malfunction: clip deployed in exchange sheath. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starsclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after uneventful clip deployment, it was noticed that a tine from the clip was protruding from the exchange sheath. When the device was removed, the remaining portion of the clip was pulled from the artery. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.